Manufacturer narrative:
(B) (4).

Event description:
Literature: marks wa, honeycutt j, acosta f, reed m. Deep brain stimulation for pediatric movement disorders. Semin pediatr neurol: 2009, 16(2); 90-98. Summary: this article reviews the role of dbs and the authors experience with establishing a dedicated pediatric dbs program. The article included info on pts from (B) (6) 2007 to (B) (6) 2009, with 18 surgeries on 16 pts with primary and secondary dystonias, as well as one pt with juvenile parkinson disease caused by tyrosine hydroxylase deficiency. Pts were implanted bilaterally in the gpi. Reportable event: an unspecified number of lead migrations have been reported. No pt symptoms, treatment, or outcome was reported. (B) (4). Reference MFR report # 2182207200905614 for other side of bilateral system.